Event description:
It was reported that at follow-up, patient alert for intermittent high impedance was noted. At lead revision, blood was observed inside the lead and in the pace/sense connector port of the device. The lead was capped, and the device was replaced. No patient complications have been reported as a result of this event.